Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No frozen screen noted. Buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. Pump had minor scratched display window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop. The customer's blood glucose level was 243 mg/dl at the time of incident. The product will not be returned.